Event description:
It was reported that one episode of vf due to noise was recorded. During the explant procedure, an insulation breach above and below the bifurcation was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.